Event description:
Patient revised to address loose humeral component, bone fracture in proximal area both medial and lateral around area of fins.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided info states the fracture looks to be consistent with a compression fracture as a result of a fall; however, patient did not give any info. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.